Manufacturer narrative:
Insulin pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/ delivery and excessive no delivery tests. Pump was programmed with test minilink and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm or calibration errors noted. The threshold suspend feature is working properly. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call of receiving a calibration error and lost sensor. Customer also received a threshold suspend when blood glucose was not low. Customer's blood glucose was 124 mg/dl or 129 mg/dl. Customer was educated on calibration. Customer also reported that blood glucose was 470 mg/dl due to eating cake without bolusing. Insulin pump would be replaced per customer's request.